Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, the patient fell and underwent revision procedure on (B)(6) 2013 where the tibial bearing was removed and replaced. Additionally, the patient fell again and underwent revision procedure on (B)(6) 2013 where the poly bearing and locking bar were removed and inspected for damage. The poly bearing was placed back in the patient and a new locking bar was inserted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01144 / 01145).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01144 / 01145).